Event description:
It was reported that the user¿s ilet displayed alert 38 indicating a motor stall that persisted after attempts to prime and rewind, and the device could not complete a rewind despite removing supplies and restarting; a replacement ilet was arranged. Symptoms included no adverse clinical effects, with a reported blood glucose of 125 mg/dl. Outcomes included interruption of insulin delivery due to the stalled motor. Investigation included a review of the complaint details and troubleshooting performed with the user. Investigation of this case revealed a consecutive motor stall consistent with a mechanical motor issue preventing rewind. It was concluded that the device experienced a motor stall that impeded insulin delivery, and the device will be replaced.